Manufacturer narrative:
(B)(4) date sent: 8/22/2025 additional information was requested, and the following was obtained: this subject was noted as a lost to follow up on 11feb2025 after multiple attempts by the site to reach out to the subject with the last certified letter going out on 11feb2025. There are no records in the (please refer to the attached mail) past 04jan2023. The subject did complete a self reported patient outcomes survey on 19jul2024 and indicated they underwent a dilation at a separate clinic but it was due to gerd symptoms only, not dysphagia or odynophagia. Since there are no records at (please refer to the attached mail) methodist to indicate a dilation was done - and they have made every effort to contact the patient for appropriate follow up, but with no success - we cannot confirm a dilation did occur based on the epro alone.

Event description:
It was reported via clinical trial patient (B)(6) experience, dilation. Relationship to study device: not related.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2025. D4 batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: why was the linx device dilated? What were the patients symptoms? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 8/21/2025 corrected data d4: UDI# corrected data h11: (d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.) Additional information: I'm following up on the additional information request for pc-001939149. This adverse event was added as a reportable event by mistake and the research staff has since deleted it from the system. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported "this adverse event was added as a reportable event by mistake and the research staff has since deleted it from the system.". Did a dilation occur on (B)(6) 2024? Why was a dilation completed?